Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced battery 1 and 2 to resolve the issue, and completed all functional and safety tests to factory specifications. The iabp was returned to customer and cleared for clinical service. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email address as contact information for the initial reporter: (B)(6).

Event description:
A getinge service territory manager (stm) reported that while performing preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), the battery runtime test failed and battery 1 died within 30 minutes of runtime. There was no patient involvement and no adverse event was reported.